Event description:
It was reported the implantable neurostimulator (ins) stopped working and impedances were >3600 ohms and low out of range. Impedances for contact 0-1 were 96 ohms. There was no trauma or falls. The ins is programmed for 0+ 1-. Longevity calculation showed about 18 months. Additional information reported that the impedances on the two programmed leads are 92 ohms and the two non-programmed leads are >3600 ohms. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that no removal was planned and the patient had no further follow up appointments scheduled with their healthcare professional or a manufacturing representative.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 74001, lot# n281034, implanted: (B)(6) 2012, product type: adapter. Product ID: 3888-28, lot# l76872, implanted: (B)(6) 2000, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been reprogrammed a couple of times to address her stimulation complaint, so the patient would be getting stimulation in her left thing. It was noted that they were able to capture stimulation in the left thigh with reprogramming, but it seemed that the patient didn't like the sensation and asked the physician to explant the system. It was noted that the physician had not taken out the system because of other patient issues, including medication management and psychological issues. Additional information reported that the estimated replacement indicator (eri) was seen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had met with their healthcare professional. It was noted the patient had wanted the system removed. It was further noted the patient was feeling a little stimulation in their side that was not comfortable for them. The reporter stated they had reprogrammed the patient to get stimulation out of their side, but the patient still wanted more medication and they wanted the implantable neurostimulator (ins) out. The reporter further stated the patient's daughter told the hcp that the patient was having some difficulty with depression and psychological issues going on at the time and the hcp did not want to remove the ins. Additional information received reported that the manufacturing representative was trying to and was able to capture stimulation on the patient's left side and not their thigh.